Event description:
A case report was published in indian journal of opthalmology; entitled "successful management of bilateral spontaneous delayed rotation of toric phakic intraocular lens" the article states the patient experienced lens rotation and repositioning. In a separate visit the lenses were removed and replaced with a longer length lens. The problem resolved.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: b5: a case report was published in indian journal of opthalmology; entitled "successful management of bilateral spontaneous delayed rotation of toric phakic intraocular lens" the article states the patient experienced lens rotation, lens dislocation/ subluxation, and loss of visual acuity. Lens repositioning was performed but did not resolve the issue. The lenses were then removed and replaced with a longer length lenses. Cause is unknown. H6: health effect- clinical code (e): 2137. Claim#: (B)(4).

Event description:
A case report was published in indian journal of opthalmology; entitled "successful management of bilateral spontaneous delayed rotation of toric phakic intraocular lens" the article states the patient experienced lens rotation, lens dislocation/ subluxation, and loss of visual acuity. Lens repositioning was performed but did not resolve the issue. The lenses were then removed and replaced with a longer length lenses. Cause is unknown.